Event description:
It was reported that the patient ams 700 inflatable penile prosthesis was removed on 2016 due to unspecified reason. A new ams ambicor penile prosthesis was reimplanted on (B)(6) 2019. Additional information received stated the implant malfunctioned. The patient is recovering from the surgery.